Event description:
Caller reported potential false negative urine hcg results. No pt info provided.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg100513-01. 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.